Event description:
The customer states that a dialysis patient generated an axsym core assay false non-reactive result. The non-reactive result did not correlate to the customer's clinical history. A new sample taken one month later generated a reactive result that did match the patient's clinical history. There were no issues with any other patient samples. The customer is questioning whether the swine flu vaccine this patient received could have had any effect on the axsym core result. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, (B)(4) that has a similar product distributed in the us, list number 8b88.an investigation is in process. A follow-up report will be submitted when the investigation is complete.lot#: 84240lf00 (based on shipping history to this customer).